Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The patient reportedly has an allergy to nickel and stated the hospital was made aware of the allergy prior to the procedure. It should be noted that the vision instructions for use (IFU) warns: person allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Furthermore, the reported patient effects of angina and hypertension, as listed in the IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient experienced a myocardial infarction and on (B)(6) 2011 a vision stent was implanted in an unspecified coronary artery. The patient reports an allergy to nickel and states the hospital was made aware of the allergy prior to the procedure. After the procedure the patient felt hot and experienced an elevated blood pressure, which was treated with medication. Per the patient, elevated blood pressure and feeling hot are the symptoms she experiences when having allergic reactions. Since the procedure, she has had increased shortness of breath and chest pain, but has not made an appointment with the physician or gone to the emergency room to determine the cause. No treatment has been provided. There was no additional information provided.